Manufacturer narrative:
Device is a combination product (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal and distal end of left anterior descending artery. A 3.50x38mm promus element plus drug eluting stent was advanced to treat the lesion. However, the stent got dislodged. The stent was removed from the patient's body without intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product initial reporter facility name: (B)(6) medicine. Device evaluated by MFR.: promus element plus,mr,ous 3.50x38mm stent delivery system; was returned for analysis. A visual examination of the stent found that the stent was partially expanded and stretched the whole length with distal end of the stent pulled over the distal balloon cone. The stent was moveable on the balloon. The distance between the distal to proximal markerbands was measured and the result was in alignment with the stent length of the complaint device. This result is within the maximum crimped stent length measurement. The balloon body were reviewed and balloon appeared partially inflated/deflated with folds not tightly wrapped and crimp markings visible on the balloon wall. A visual examination of the tip showed no signs of damage. A visual and tactile examination found no issues. A visual and tactile examination of the outer lumen and mid-shaft section found no issues. The device was loaded onto and advanced over a 0.014 inch guidewire however the stents smallest measuring expanded outer diameter was greater than the diameter of the guide catheter therefore the device could not pass through the guide catheter. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal and distal end of left anterior descending artery. A 3.50x38mm promus element plus drug eluting stent was advanced; however, the stent got dislodged. The device was removed from the patient without intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.